Event description:
Medtronic received information via literature regarding the impact of sizing on procedural results and clinical outcomes after the implant of a transcatheter aortic valve (tav). All data were collected from a prospective single center institutional registry between 2007 and 2018. The study population included 1,638 patients who were predominantly female with a mean age of 82 years. Multiple manufacturer¿s devices were implanted in the study population; 770 patients were implanted with a self-expanding tav, 748 were implanted with a balloon expandable tav and 120 were implanted with a mechanical-expanding tav. Patients implanted with a self-expanding tav received either a corevalve, evolutr, evolutpro or a non-medtronic tav. No unique device identifier numbers were provided. Among all patients, adverse events included: migration, dislodgment, cardiac rupture/tamponade, annular rupture/aortic dissection, coronary artery occlusion, conversion to surgery, increased gradient measurements, patient-prosthesis mismatch (ppm), moderate to severe aortic regurgitation, stroke, life-threatening bleeding, major vascular complications, permanent pacemaker implant and unplanned intervention. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: okuno t, et al. Heart valve sizing and clinical outcomes in patients undergoing transcatheter aortic valve implantation. Catheter cardiovasc interv. 2021 nov 1;98(5):e768-e779. Doi: 10.1002/ccd.29700. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.